Manufacturer narrative:
There were no echo-hd-19-c devices of lot number c714602 in stock at the time of the complaint evaluation. One x echo-hd-19-c device of lot #c714602 was returned to cook (B)(4) for investigation. It was returned in the original package and was open on receipt. The stylet was not returned with the device. It was not possible to advance/retract the needle; part of the needle was noted to be missing. The missing part was not returned and info provided indicated that it remained in the pt. Two kinks were noted on the sheath at approx 2cm and 4.2cm from the handle. It was noted that the needle had perforated through the sheath at approx 4 cm from the distal end of the sheath. It was indicated by engineering personnel that the needle may have been broken prior to perforation. A sleeve kink was also noted close to the sheath extender. The sheath measured 142cm approximately, using (B)(4), confirming that the sheath was not missing (spec: 142.2cm plus/minus 2mm). The customer complaint was confirmed, as the needle was broken and part of the needle was noted to be missing. It is not possible to conclusively determine how the needle broke. It was noted that the needle did not break at the notch, which would be expected to be weakest point. As the actual use conditions could not be replicated in the laboratory, it is not possible to conclusively determine the cause of this complaint. Info received with this complaint indicated that the needle broke off inside the pt. It has been confirmed that the pt did not experience any pain, is stable, and is doing well at this time. Prior to distribution, all echo-hd-19-c devices are subject to functional checks and visual inspection to ensure integrity of the product. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time.

Event description:
During eus procedure with fna, procore needle was being utilized to obtain biopsy specimen. When removing needle from sheath, it was very difficult to remove for the tech, a second tech assisted. It was successfully pulled-out, however upon inspection, it appeared that the needle had advanced through the side of the sheath, rather than the distal portion, and approximately 1 inch was missing from the needle. Dr (B)(6) used ultrasound to re-examine the pt and documented its presence in pt. Procedure stopped. Pt had wanted celiac block which was not done and pt was taken to recovery in stable condition. CT scan was ordered to confirm location of needle. After radiologist contacted dr (B)(6) with predicted location of needle in stomach, an ecd procedure was performed to attempt removal. No needle was seen. Pt again taken to recover in stable condition. Dr (B)(6) has contacted surgery for their input, as to best plan for action from this point forward. Pt and husband declined an option for observation admission, surgeon will follow-up with pt in a few days, pt instructed by recovery nurse of signs and symptoms to report.